Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. Product ID 8590-1, lot# n231082, implanted: 2010-(B)(6), product type accessory. (B)(4).

Event description:
It was reported that, approximately one month prior to the initial report, the patient¿s pump started coming through her body. The patient was going to have the pump removed due to this. It was noted that the patient was going to have the pump replaced, but did want to have another pump placed due to recalls. As of 2014-(B)(6), the patient was still having concerns was her device or therapy, but was working with her doctor or manufacturer representative and was waiting for an appointment. The device system was used to deliver morphine. Additional patient symptoms, patient baseline symptoms or conditions, possible device issues, troubleshooting and/or diagnostics performed, interventions performed, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.